Manufacturer narrative:
The customer¿s report that the tubing separated from the lower fitment was confirmed. Visual inspection showed that the pvc tubing was completely separated from the lower fitment outlet port. Functional testing was not performed because of the separation which was leaking fluid. Visual inspection under magnification showed that both sides of the pvc tubing had insufficient solvent applied at the engagement. Dimensional analysis was performed; the tubing measured within specification. The root cause of the customer¿s experience was a manufacturing issue of insufficient solvent being applied at the junction of the tubing.

Event description:
The customer reported fluid was seen dripping on the IV set during an infusion of platelets. The infusion was stopped, the tubing was removed and was wiped. When the set was reinserted into the pump module and the safety clamp engaged, the tubing separated from the lower fitment and leaked. There was no report of patient harm.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported fluid was seen dripping on the IV set during an infusion of platelets. The infusion was stopped, the tubing was removed and was wiped. When the set was reinserted into the pump module and the safety clamp engaged, the tubing separated from the lower fitment and leaked. There was no report of patient harm.